Event description:
An ocd lab specialist reported falsely elevated total b-hcg results on a patient sample. The results were reported to the physician, who questioned the results. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.